Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one clearvue slim port attached to a catheter. Gross visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the identified obstruction of flow and material protrusion/extrusion issues as extreme resistance was noted when infusing the port septum which was observed to bulge. Further during functional evaluation, the port and catheter was unable to be aspirated. However, the investigation is inconclusive for the reported difficult to infuse, suction issue and fluid leak issues as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately eight months post port placement, the port was allegedly difficult to flush. It was further reported that the line was flush with the first syringe and the second syringe was unable to flush. Reportedly, bulging under the skin near the right upper rim of the port was identified during flushing that continued mid-way to the catheter. Patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately eight months post port placement, the port was allegedly difficult to flush. It was further reported that the line was flush with the first syringe and the second syringe was unable to flush. Reportedly, bulging under the skin near the right upper rim of the port was identified during flushing that continued mid-way to the catheter. Patient status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight months post port placement, the port was allegedly difficult to flush. It was further reported that the line was flush with the first syringe and the second syringe was unable to flush. Reportedly, bulging under the skin near the right upper rim of the port was identified during flushing that continued mid-way to the catheter. Patient status was unknown.